Event description:
Patient reported "my left prosthesis had rippling", "contractures" baker grade unspecified, and "recalled" implant. This is for the left side record. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rippling", "contractures" baker grade unspecified, and "recalled" implant.

Event description:
Patient reported, "my left prosthesis had rippling. And capsular contracture, baker grade IV". This is for the left side record. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Continued b3: 15/oct/2022. Additional, changed, and/or corrected data: a2, d4, h4, h6.

Event description:
Patient reported "my left prosthesis had rippling", "contractures" baker grade unspecified, and "recalled" implant. This is for the left side record. The device remains implanted.